Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, organ perforation, recurrence, bleeding and vaginal scarring. It was reported that patient underwent colporrhaphy, vaginal cuff repair and cystoscopy on (B)(6) 2011.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted concurrently with uterosacral ligament suspension, a&p repair and application of xenograft due to vaginal vault prolapse, bladder neck obstruction and intrinsic tissue weakness of the rectovaginal fascia.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Event description:
It was reported that the patient underwent a gynecological procedure and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.